Manufacturer narrative:
(B)(46). Physio-control evaluated the device and observed an intermittent lock up failure. Physio found the cause of the malfunction to be a failed single board computer (sbc) on the system pcb assembly. Physio will replace the system pcb assembly and confirm proper device operation through functional and performance testing before returning the device to the customer for use.

Event description:
It was reported that the device monitor flickered off and on and the device locked up after approx 20 minutes of use to monitor a pt. The user power cycled the device and changed the batteries, but the issue persisted. The device was reported to turn back on and operate normally after 15 minutes. There was no adverse event reported as the result of the device use. There were no further details on the event and/or the pt provided.